Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
Complaint handling team received an email from the field service engineer on (B)(6) 2019 to request the recording of a complaint : a representative from another medical company informed that there was some trouble after a collision of the rosa with the mayfield.

Manufacturer narrative:
The DHR review and the complaint history review did not identify contributing factors. An analysis of the data logs from the subject event has been performed. This analysis concluded that the first unrecoverable error was detected in guidance, when the robot arm was on a planned trajectory, due to a collision of the robot arm with the mayfield. It caused the shutdown of the device which is a normal behavior. This issue could have been avoided by releasing the foot pedal, as it is explained in the user manual. Therefore, this issue can be considered as a use error. Then, three others unrecoverable errors occurred at the robot arm connection due to the previous collision. The arm was very likely still in contact with the mayfield and the controller detected a default situation on the axis previously involved in collision. It caused the shutdown of the device which is a normal behavior. Finally, a device shutdown occurred at the robot arm connection, it could not be started, due to the emergency stop button which was activated.

Event description:
Complaint handling team received an email from the field service engineer on (B)(6) 2019 to request the recording of a complaint : a representative from another medical company informed that there was some trouble after a collision of the rosa with the mayfield.